Event description:
A ventilator was returned to a third-party service center for evaluation of foam particles in the device. There was no allegation of device malfunction. There was no alleged injury or harm. During the evaluation of the device at third-party service center foam particles were not visualized in the device. However, a "service required" code was found in the ventilator's downloaded error log indicating failure of both of the device's audio speakers. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.